Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Investigations have determined that there were no quality controls run on the day of the event.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. Initial reporter facility name - the full facility name was provided as "(B)(6)"

Event description:
The customer stated that they received erroneous results for three patient samples tested for intact human chorionic gonadotropin + the -subunit (hcgb). It was stated that other samples tested around the same time had data alarms. The first sample initially resulted as 16.64 iu/l and this value was reported outside of the laboratory. The result was questioned since it was incompatible with the clinical examination of the patient. The sample was repeated on (B)(6) 2016, resulting as 540.7 iu/l. The repeat result was believed to be correct. The second sample, from a female patient, initially resulted as 5813 iu/l and this value was reported outside of the laboratory. The result was questioned since it was incompatible with the clinical examination of the patient. The sample was repeated on (B)(6) 2016, resulting as 18336 iu/l. The repeat result was believed to be correct. The third sample, from a female patient, initially resulted as 733.3 iu/l and this value was reported outside of the laboratory. The result was questioned since it was incompatible with the clinical examination of the patient. The sample was repeated on (B)(6) 2016, resulting as 2020 iu/l. The repeat result was believed to be correct. The patients were not adversely affected. The hcgb reagent lot number was 190280, with an expiration date of 03/31/2017.